Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Nurse reported that customer was admitted for diabetes ketoacidosis. Customer was admitted to tcu. Customer has been under a lot of stress due to losing her husband. The blood glucose reading at the time of the event was 566 mg/dl. Customer was vomiting. Hospital treated with insulin drip. Nothing further reported.